Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer¿s mother reported via phone call that customer was experiencing high blood glucose and insulin pump had insulin flow blocked alarm. Blood glucose level was 400 mg/dl, which was treated with manual injection. Other blood glucose value mentioned was 494 mg/dl. Based on customer¿s report customer did allege that the insulin pump had under delivery. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The customer was using the insulin pump when high blood glucose event was reported. Customer reported that insulin pump was not on auto mode. The devices will not be returned for analysis.